Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.

Event description:
After an ffr measurement with a pressurewire aeris the pressurewire was pulled back to the eq point and an anomaly was seen on the cine image. The corewire of the pressurewire remained in the distal lesion even though the radiopaque tip was pulled back proximally. The physician stopped pulling back the pressurewire. A micro-catheter and a snare catheter were used to retrieve the corewire and safely remove the pressurewire from the patient. No fragments remained in the patient and the patient experienced no adverse consequences.